Event description:
Patient reported left side deflation and "rippling." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion and one linear opening on the posterior. A leak test and microscopic analysis were performed which identified one smooth crease opening on the posterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is one smooth crease opening on the posterior side due to a fold flaw opening, and creases are observed but have no relationship with the manufacturing process. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation and "rippling." Device remains implanted.

Event description:
Device has been explanted.